Event description:
An (B)(6) male underwent initial evar on (B)(6) 2012. The physician placed a flex main body and two zsle limbs. Left iliac control-limb occlusion happened. On (B)(6) 2012, the physician implanted 39x10 stent of another manufacturer to open limb. Physician also implanted a 14x60 and 14x40 stent of a different manufacturer to add radial force. Per sales rep, the patient is in stable condition and doing fine.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.